Event description:
User experiencing discrepant results for ammonia and hba1c. The following examples were provided: patient(1) initial hba1c result 20.1%, repeat 6.8%. Patient(2) initial hba1c result 16.3%, repeat 6.4%. Patient(3) initial ammonia result 44 ug/dl, repeat 15 ug/dl. Patient(4) initial hba1c 30.4% repeated as 8.6%. Initial results were not reported. The field service representative determined 2 valves were not opening intermittently. The instrument was repaired.